Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient information was not provided.

Event description:
It was reported from the critical care that the devices shutdown unexpectedly during an epinephrine infusion programmed at a rate of 0.9ml/hr for a volume to be infused of 133.207ml. There were adverse effects caused to the patient from the event.

Event description:
It was reported from the critical care that the devices shutdown unexpectedly during an epinephrine infusion programmed at a rate of 0.9ml/hr for a volume to be infused of 133.207ml. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s experience that the devices shutdown unexpectedly was confirmed in review of the logs, attributed by a channel disconnected event. Log analysis results: results from a review of the pcu event log identified the system had a channel disconnected alarm at 11:13:08 am. It was observed in event logs of the 2 modules (syringe & pump) that the devices lost power and were observed as unit removed. Pump module s/n: (B)(6) was infusing epinephrine at the time of event. Soft key 14 was selected by the user to confirm the channel disconnect. 6 seconds later at 11:13:14 am, the syringe and pump modules were re-added to system in an idle state. At 11:13:17 am, the user restored and started the previous epinephrine infusion program. A review of the pcu event log identified the system alarmed for a channel disconnect at 11:13:08 am on (B)(6) 2019 causing the syringe module and the source pump module to lose power and were observed as unit removed. Soft key 14 was selected by the user to confirm the channel disconnect. The syringe and pump modules were re-added to system in an idle state. The user then restored and started the previous epinephrine infusion program. Results from the iui test method performed on the returned system did not replicate the channel disconnection when attaching the devices to the pcu female iui. Root cause: the probable root cause of the customer¿s complaint that the devices shutdown unexpectedly during an epinephrine infusion is believed to be the result of a power loss caused by damaged ribs on the pump module male iui connector. Device history review: a review of the device history record showed the device had a manufacture date of 08/06/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the s/n (B)(6) which confirmed there were no similar complaints with the same or related failure mode for this customer.